Manufacturer narrative:
Approximate age of device- 7 months, 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was upgraded as status 1a on the transplant list due device related complication: thromboembolism. Patient experienced a thalamic stroke on (B)(6) 2018. The patient was transplanted on (B)(6) 2018. The device will not be returned for evaluation. No other alarms, malfunctions, or events were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system and the reported event could not conclusively be established through this evaluation. The heartmate ii left ventricular assist system instruction for use (IFU) lists device thrombosis and stroke as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.